Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator helmer device was not detected on bus and unable to recover even after reboot. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer was not detected on bus. A field service engineer (fse) reseated all controller connections and performed a proper shutdown/restart of both the helmer unit and medstation main. Despite this, the refrigerator door failed to lock. The fse found maglock appeared compromised; door remained accessible even when the system indicated it was locked. Inspection revealed a creased wire leading to the maglock, likely damaged during manufacturing. Wire damage was located before the maglock connector, suggesting the need to replace both the harness and maglock. The maglock key did not trigger any screen output, indicating deeper integration issues. Troubleshooting attempts by fse: cable damage was repaired, and a new maglock was installed, but the issue persisted. Customer noted the lock may never have functioned correctly since installation. Room layout (under-counter unit) made troubleshooting difficult. Fse obtained a power supply board and controller board for replacement due to limited space for testing. Thermal damage was identified on the power supply board, likely caused by a short between the maglock and metal frame. Both the power supply board and maglock were replaced. Unit now powers up and locks/unlocks as expected. General inspection confirmed all cable connections are secure and undamaged. Paint residue was found on the power plug but did not affect cable integrity. Assisted customer with controller board replacement and verified functionality via hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator helmer device was not detected on bus and unable to recover even after reboot. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.